Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked. The bag was not sealed causing a leak at the "medication" port. This occurred during a product demonstration. There were no signs of physical damage to the product or shipping materials. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted a channel the near port seal area. Functional testing including clear passage and clamp function testing were performed no issues noted; leak testing identified a channel leak on the outer side of the port at the radio frequency (rf) weld. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.